Event description:
Related manufacturing ref: 3005334138-2023-00035. During the left heart catheter procedure, there was a constant trickle of blood out of the hemostatic valve. It was attempted to reinsert the inner stylet to see if it would reseal without success. The introducer was replaced, but the bleeding was not significant enough to require another replacement. The procedure was completed and the patient is stable.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 6f ultimum introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.